Event description:
Consumer complaint of blood result reading of "lo." Last 5 tests in memory: "lo", 332 mg/dl, "lo" and "lo." No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (09/20/2014).